Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for an implant procedure. During procedure, it was observed that documentation was missing from the sterile packaged implantable cardioverter defibrillator. The device was implanted successfully. The patient's condition before, during and post procedure was stable.